Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain indications for use. It was reported that they were having difficulty with the bolus machine for the last month. The patient stated that his nurse refilled his pump on wednesday and told him a lot of other patients were having the same issue. The patient stated that the personal therapy manager (ptm) stopped at 90% and time out when the ptm was connecting to the pump. The handset charge level only last for 15 hours. The handset used to last for 3 days. The patient gets 12 bolus a day. The agent assisted the patient with clearing the data and closing all application on the handset, after reset, the patient was able to connect with the ptm, and device connected very fast, and the patient saw the lock out screen. Troubleshoot resolve the issue. The agent warm transfer patient to healthcare information technology (hcit) to check battery level on the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that they were back to where if it did not time out, a lot of times it times out and tells them it's not responding, and they see close app or wait (agent understood as ¿myptm¿ app not responding, close app or wait) was the error code they were referring to earlier. The patient mentioned that when they reached out to clear data last time, it worked for a month or so, but then the connection to the pump was slowing down again but it would not take long. The patient then stated that if it did not time out, they saw bolus started, they would see like 57 minutes instead of an hour. The agent assisted patient in clearing data. The patient documented the steps as the agent was reviewing information.